Event description:
Patient report alleges a gastro intestinal stromal tumor was diagnosed in july 2002 rsulting in removal of half the stomach. In 2003, other half of stomach, pancreas, spleen, and part of diaphram were removed due to infection. A gore-tex mesh (type unknown) was implanted. Due to continued infection, removal of mesh was attemted november 2004. Only partial removal was successful. In 2005, a fistula developed and unsuccessful course of antibiotic treatment followed. Patient status unknown.